Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was no longer provided relief; actions taken included explanting and not replacing the system. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient continued to have low back pain and was not sure if the therapy was helpful. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to programming; the final programming and most recent interrogation prior to the event was (B)(6) 2015. Interventions taken included reprogramming the therapy on (B)(6) 2017 and explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the patient no longer being provided relief was not determined. No further complications were reported/anticipated.